Event description:
Report received of cassette alarms. It was reported that during initiation of a tpn infusion, the pump would perform a self-test, sound an audible alarm and then display the message: "door/cassette". The nurse reported that the solution would not run though the tubing/pump. There was no reported adverse patient event. Thogh requested, there was no further information available.